Event description:
It was reported that the ilet user experienced hyperglycemia after eating a restaurant meal with a very high carbohydrate content, with the event associated to user procedure issues and the device¿s user interface. Symptoms included hyperglycemia. Outcomes included insufficient information as multiple attempts were made to contact the user for additional information. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the medical device problem was categorized as an inccorect size meal announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.